Event description:
When the doctor pulled the handle to fire the first clip during laparoscopic appendectomy, there was a loud pop sound and no clips were being dispensed. A piece from the clip applier was found on the floor. A new clip applier had to be opened.